Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole -"first stick and trying to enter optically. Tip of trocar broke off. Second trocar was used. Same lot number from same box. The tip broke off the second trocar like the first. Third trocar was used from different box and it worked properly." Patient status- "patient is fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the complainant's experience. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical continuously seeks to improve the form, function and ease of use of its products. Applied medical has implemented process enhancements intended to minimize the potential for this type of event to occur. This lot was built prior to the implementation of these enhancements. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.